Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.104, lot: 3l32419, manufacturing site: bettlach, release to warehouse date: 27.february 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the drill bit ø4.2 calibr l145 3flute (p/n: 03.010.104, lot #: 3l32419) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that tip of the device had broken off. No other issues were identified with the returned device. The reported condition for the embedded device was not confirmed. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed current and manufactured. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the drill bit ø4.2 calibr l145 3flute (p/n: 03.010.104, lot #: 3l32419). The reported condition for the embedded device was not confirmed from the returned device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was also reported that it was a diaphyseal femur osteosynthesis, for which the trochanteric fixation nail-advanced (tfna) system was used. During the procedure, once the scalpel approach was carried out, surgeon located the drill and being guided again by fluoroscopy confirmed that it coincided with the hole in the nail. When surgeon removed the drill bit to continue with the depth gauge, it was noticed that the tip of drill bit is missing and is completely submerged in the bone. Surgeon decided to leave it in the patient since, removing it would increase the risk of infection and risk of new fracture. In addition the said tip is submerged and would not compromise structures adjacent to the bone. There was a fifteen (15) minutes surgical delay. Patient outcome is reported as successful.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable h6: a device history record (DHR) review was conducted: part: 03.010.104, lot: 3l32419, manufacturing site: bettlach, release to warehouse date: 27.february 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Additional narrative: complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that in the procedure, the drill bit broke. The tip remains inside the bone and the doctor indicates that more trauma will be done if they try to remove the bit. This complaint involves one (1) device. This report is for one (1) 4.2mm three-fluted drill bit qc/needle point/145mm. This report is 1 of 1 for (B)(4).